Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50 x 20 synergy¿ drug-eluting stent was advanced to treat the target lesion. However, it was noted that the shaft broke while the device was being advanced. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that stent struts from the two most distal stent rows were stretched and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal from the guide catheter. A visual and tactile examination found that the tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50 x 20 synergy drug-eluting stent was advanced to treat the target lesion. However, it was noted that the shaft broke while the device was being advanced. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was stable.